Manufacturer narrative:
And other applicable components are the leads. Product ID: 977a260, serial#: (B)(6), product type: lead, product ID: 977a260, serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins). For lumbar radiculopathy, degenerative disc disease, and spinal pain. Manufacturer representative (rep) reports patient (pt) is getting oor message. Desired settings cannot be reached. Rep checked impedances and contacts 0-7 have >40k ohms. Lead 8-15 is ok. Pt started new pt exercises last week. On (B)(6) 2023, additional information was received from a manufacturer representative (rep). The rep reported, that the impedance issue was coming from one lead. All contacts displayed numbers at 40,000. Rep was able to program the second lead to cover patients pain area. When asked if the cause was determined, rep stated no, not fully. Patient denies any falls or any activity that would cause a fracture or break in the lead. Currently, the patient will continue to use stim with one lead. The patient will consult with the doctor to discuss revision at a later time. As of now the resolution is to continue to use the stim with the working lead, until patient can schedule for revision. The provided information has been confirmed, with the physician/account. On (B)(6) 2023, additional information was received from a manufacturer representative (rep). The rep reported, that it is unsure if there was a break or fracture in the lead. They are unable to determine which lead is the issue.